Event description:
It was reported that the device was leaking water at the bottom. Patient involvement is unknown.

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Manufacturer narrative:
Other, other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received with no cuffs. Per visual inspection, the return tube was cracked in half and had a "spider web" crack in it from some type of impact. The pump manifold was also cracked possibly from same impact. Per functional testing, the device started leaking from the bottom. The complaint was confirmed. The root cause was a cracked pump manifold from physical impact to the device. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the pump and return tube on the tower. Replaced the o-rings and fan guard per preventative maintenance (pm). The device passed all functional and delivery tests.